Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to the service department of olympus europe se & co. Kg (oekg). The service department of oekg checked the subject device for evaluation but could not duplicate the reported phenomenon. There was always image on the monitor when the subject device was started. All image outputs were tested. The sdi cable of the user sent with the subject device was tested and worked fine. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the service department of oekg, omsc determined there was the possibility this phenomenon was attributed to the cause of other devices which was connected to the subject device such as the endoscope, cables, monitor, or the improper connection of the cables. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the installation of the subject device at the user facility by olympus (B)(4), the image of the subject device was black. Then the subject device was restarted and worked correctly. The next day at the unspecified timing, the user tried to use the subject device for cystoscopy and the same malfunction which the image of the subject device was black occurred again. The intended procedure was completed with the subject device. There was no patient injury associated with this report.